Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, undersensing was observed on the device. It was anticipated that reprogramming would be performed to resolve the event; the patient was stable and will continue to be monitored.